Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized because he was very close to a diabetic ketoacidosis episode and had a small amount of ketones. The customer's blood glucose level at the time of the report was 386 mg/dl. The customer's mother stated they had been receiving multiple no delivery alarms from his insulin pump. The product has been returned. Nothing further was reported.